Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement in its right ventricular (rv) lead. Technical services (ts) was consulted and discussed available data, with further evaluation advised. The ICD system was evaluated and measurements were within limits, indicating this was an isolated event. A spring contact issue is suspected to have been the cause. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a high out of range shock impedance measurement in its right ventricular (rv) lead. Technical services (ts) was consulted and discussed available data, with further evaluation advised. The ICD system was evaluated and measurements were within limits, indicating this was an isolated event. A spring contact issue is suspected to have been the cause. This rv lead remains in service. No adverse patient effects were reported. At a later date, this ICD system exhibited another high out of range shock impedance measurement in its rv lead. Ts discussed available programming options and advised further evaluation. This rv remains in service. No adverse patient effects were reported. At a later date, the rv lead shocks were turned off by the patients physician. This rv lead remains in service. No adverse patient effects were reported.